Manufacturer narrative:
The product has been received for analysis. If upon the completion of the device analysis any pertinent information is provided, a supplemental report will be created. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, high pacing thresholds, and loss of capture with no asystole. The physician asked the patient to perform an x-ray to confirm the dislodgement. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Patient code 3191 captures the reportable event stating that the patient was sent to surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, high pacing thresholds, and loss of capture with no asystole. The physician asked the patient to perform an x-ray to confirm the dislodgement. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.